Event description:
It was reported that during implant, a header and setscrew anomaly was observed. Device not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.